Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two occlusion alerts on the ilet while using an inset 23" infusion set; supplies were changed twice without evidence of a bent cannula or insulin leakage, a dry run was successful, the user reconnected and resumed insulin, and blood glucose values were reported at 308 mg/dl and later 322 mg/dl, consistent with an obstruction of insulin flow associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow, implicating the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.